Event description:
The pt was in the bathroom when the chest tube dislodged. The chest tube was found to be broken off at the hub, where the two sections of tubing meet and are attached together. The pt returned to interventional radiology, where the chest tube was replaced. The pt's chest tube has been retained and analyzed. Our analysis has determined that the pt's chest tube malfunctioned, separated, and broke at a place that is not intended or desired. We have reported this event to the manufacturer.